Event description:
It was reported that the left ventricular (lv) lead alerted for out of range impedance which increased above the limit threshold. The alert threshold was increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.